Event description:
Set was reported as "set came apart" during a blood platelet transfusion via peripheral line in the emergency room. Pt was being transported at time of occurrence. Transfusion was almost complete, roughly 30 ml remaining. Purchasing coordinator able to verbally define location of separation as connection between upper fitment and silicone tubing. Packaging not saved. There was no pt harm reported and no medical intervention was required. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation has been completed.